Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, an error had popped up on the station screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that an error had appeared on the station screen. A field service engineer (fse) found that the station was not allowing sign-in due to a database error. The fse completed the reimage, but error still exists. The fse removed the cubie c5 from drawer main 5.1and issue resolved. The system functioned as intended after the field service engineer repaired the device.